Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to use aseptic technique to reduce the chance of infection any time you handle fluid lines. Contaminating any part of the fluid path may result in peritonitis, serious patient injury, or death. A review of the label for the product family will be conducted. If any relevant information is obtained from that review, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) accidently cut the transfer set tubing between the exit site and the transfer set while trying to relieve the itch behind the tape that was holding the transfer set during dwell two. The care giver (cg) clamped the transfer set off. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.